Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); model/catalog description:  linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was shocked in the eye whenever the patient would walk inside the room with a smart air conditioner. It was also noted that the patient gets shocked whenever the patient's wife or daughter would use a cellphone. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); model/catalog description:  linear st lead kit 50 cm. The explanted devices were not returned to bsn .as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was shocked in the eye whenever the patient would walk inside the room with a smart air conditioner. It was also noted that the patient gets shocked whenever the patients wife or daughter would use a cellphone. The patient underwent an explant procedure.